Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached cut; full lead returned and analyzed. The proximal conductor was observed to be distorted and had blood/body fluid present.

Event description:
It was reported that the right ventricular lead had high impedance at implant attempt. An insulation issue was questioned. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.